Event description:
It was reported by end user mother advised the solara3g wheel chair has been squeaky and not tilting correctly for a couple of months. End users mother advised noticed today that the right back cane is broken about two inches above the bracket. End users mother advised bracket that holds seat back onto back canes are plastic and not good for her daughter. End users mother advised daughter is spastic. End users mother advised plastic pieces get loose and screws come out. End user advised already has a provider she has contacted. End users mother wants reinforced back canes and metal pieces instead of plastic for brackets. End users mother could not provide any further information.